Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: device used on patient ¿ no reported patient injury. As nexiva inserted in patient¿s vein the blood came spilling out of the yellow wings on the 24g.